Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patients lead was fractured. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein lead was explanted to address the issue.

Manufacturer narrative:
Additional information was received in relation to MDR (B)(4) indicating that the lead explant due to fracture reported in this event was previously reported on MDR (B)(4). All details regarding the event are documented under MDR (B)(4).

Event description:
Additional information was received in relation to MDR (B)(4) indicating that the lead explant due to fracture reported in this event was previously reported on MDR (B)(4). All details regarding the event are documented under MDR (B)(4).